Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis due to high blood glucose on unknown year of (B)(6). Customer's blood glucose was unknown. Customer's current blood glucose was 142 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was declined for high blood glucose and under delivery. Customer had been using insulin pump system within 48 hours of high blood glucose. Auto mode feature was unknown during the time of event. The insulin pump will not be returned for analysis.